Event description:
Vertebral body replacement (obelisc vbr) sintered into the vertebral endplate. The endpiece of the implant went loose from the centerpiece due to the sintering. The implant was removed completely.

Manufacturer narrative:
Additional other #: cs 2930-05. Explanted device was examined visually and showed no non conformities. The scratches on the endplate are from the explantation according to the addening ulrich sales rep. Measurement-technology assessments showed no deviations from MFR specifications. Device master records and raw materials are in specification. Note: this MDR occurred outside the USA. We have no knowledge of a reporting elsewhere. The indication outside the USA can be different. The late filing is due to a contact with the FDA regarding a reinterpretation of 21 cfr part 803.